Manufacturer narrative:
(B)(4).information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Pulmonary vein at what location on the tissue? Superior on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? Yes. The surgeon then tried to open the jaw of the stapler to release the vessel and it appeared to be stuck. She tried the reverse button but with no power it would not work so she was forced to use the manual release lever to successfully open the jaw of the stapler. The surgeon completed the procedure with a manual ec45flex with no more issues. Has the patient had any relevant surgical treatments? Unknown. Has the patient recently had radiation or chemotherapy? Unknown. How long has the surgeon been using the device? 6 months. Was there a recent conversion to ees devices? No.

Event description:
It was reported that during a vats lobectomy procedure, the surgeon placed the pulmonary vein in the jaw of the stapler, closed the device and prepared to transect the vessel and the stapler would not fire. There seemed to be no power from the battery pack to activate the firing sequence. The surgeon tried removing the battery pack and placing it back two separate times with the same result no power. The surgeon then tried to open the jaw of the stapler to release the vessel and it appeared to be stuck. She tried the reverse button but with no power it would not work so she was forced to use the manual release lever to successfully open the jaw of the stapler. The surgeon completed the procedure with a manual ec45flex with no more issues device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned to home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.